Event description:
Pt in optc for removal of fractured portacath - cath removed. Part of cath remained inside. - cxr done to determined location of piece of cath. Location determined by radiology and piece removed under fluoroscopy. Pt adm for 23 hr obs bed.